Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding fretting/metallosis and abnormal ion level involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant record from the index surgery confirms an lfit v40 head was implanted. The revision operative report dated (B)(6) 2019 states there was significant metallosis within the joint. The head had not dissociated but was grossly loose. Once the head was removed the surgeon noted significant deformation of the trunnion with material loss leaving the appearance of a "pointed tip.". There is no documentation to confirm or refute elevated serum metal ion levels. The root cause of this issue cannot be established from this limited documentation. Should additional information become available I would be happy to further this assessment.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to abnormal ion levels and severe wear of the stem trunnion. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update (B)(6) 2022 mf: per provided revision operative report: "the pre-existing femoral head component was metallic, it was noted to be grossly loose but still remaining on the trunnion of the stem. The trunnion of the existing stem was inspected and had been severely deformed down to a pointed tip. [...] There was noted to be significant metallosis." The shell and liner were also revised, but there were no reported allegations against these devices. The patient was revised to a competitor construct.